Event description:
New information received notes the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2025 to resolve the issue. The patient was in a stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. No patient symptoms or intervention was reported.